Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The pump alarmed for/experienced placement signal low alarms. It was alleged that when the patient moved up the chair the pump appeared to have dove deeper. When laying the patient back the position corrects. Impella was assessed for repositioning via echo guidance due to being too deep and getting placement signal low alarms.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely patient movement that resulted in placement signal alarms. The failure modes will be monitored and trended.